Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in (germany), edwards received notification of a 52mm evoque procedure in tricuspid position. On post operative day one (pod 1) the patient had hypotension with transient bradycardia. B-blocker was stopped. The patient did not report any symptoms. On pod 4 the patient had a sinus arrest up to nine seconds with permanent atrial fibrillation and a right bundle branch block (rbbb). The patient was dizzy in rest. A temporary pacemaker was implanted. As per latest information a permanent pacemaker was implanted.